Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off. No scratches were observed around the broken surface of the probe. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. An attempt was made to activate the output in state of description above 1. However, the output could not be activated. A force was applied to the distal the probe, causing the probe to break at the cracks. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an appendectomy using the subject device, the following event occurred. The device stopped working after the second use. Customers said that first, they have noticed low power, and when they disconnected the device to change it with a new device, the device broke outside the patient. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, based on the additional information, we found that the probe was broken off.